Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient (pt) reported the charger was not working today while they were charging the ins battery. Patient services (pss) tried to ask pt how the recharger was not working or if there was a message on the screen but the pt did not say pt stated they tried to remove the li battery like they was told in the past; pt stated the battery came loose into 3 pieces. Pt reported they did not feel stim last night at 12pm. Pt had checked it at 4pm and the ins was at 80%. Pt stated they did not check the ins battery level when they felt stim shut off. Pt plugged the controller into ac power w/o the li battery and the controller does power up. Pt tried to connect to the ins but the screen showed "no device found". Pss reviewed that this could be related to the depleted ins battery. The patient was sent out a replacement battery pack. Additional information was received. It was reported the circumstances that led to the not feeling stimulation was a change in activity level. The patient changed their programming and the issue was resolved. Additional information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The pt stated that the stimulation feeling was in the wrong place and they have tried to adjust it with a manufacturer representative (rep). The adjusting did not work. The pt went to get an x-ray on mar-23 and were awaiting the results. The x-ray was to determine if the implant has moved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). The rep reported that the cause of the patient no longer feeling stim/feeling stim in the wrong location was that they just needed reprogramming. The rep stated that the patient was reprogrammed on (B)(6)2022. The rep stated that this issue has been resolved. The following information was also confirmed with a physician/account.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.